Event description:
An affiliate reported that a physician was unable to get negative pressure prior to deployment of a 3.0 x 18mm cypher select stent. It was noticed that the hub of the stent was visibly cracked. The stent delivery system was removed and the procedure was completed with a taxus stent. There was no reported pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.